Manufacturer narrative:
The hill-rom technician found the side communication cable needed to be replaced. Per hill-rom¿s health hazard evaluation: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent etc.). The primary root cause for this is improper removal of the communication port from the wall and the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse¿s station. What this means is that there is no way for a sidecom® communication cable to have a bent pin, broken wire or other issue in the nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. The technician replaced the communication cable to resolve the issue. Hill-rom will continue to monitor and trend this issue. Based on this information, no corrective action will be taken at this time.

Event description:
Hill-rom received a report from the account stating the nurse call was not working. The bed was located in d6-110 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).